Event description:
A patient reported they were wetting the bed at night a whole lot and not getting the urge to go to the bathroom at all at night. The patient did not feel stimulation and therapy was on. They increased amplitude and the patient said they feel stimulation down their leg. It was suggested to turn amplitude back down to where they don't feel stimulation in their leg. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.